Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. Evaluation did find the bending section cover was cut and leaking and the bending section cover adhesive was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasonic bronchofibervideoscope had no image during preparation for use in a diagnostic procedure. The customer tried changing the settings to see if the picture would come up, but the issue was not resolved. Another scope was used to complete the procedure. The procedure was delayed 10-15 minutes to set up the new scope. There was no reported patient harm or impact due to this event.